Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Subsequently, the pump shut off overnight due to the battery depletion issue. The customer¿s blood glucose level was 192 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.